Event description:
Dealer called stating that the auriga scooter allegedly caught fire in the consumer's garage where the charger meets the wall outlet. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The consumer is a (B)(4). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.